Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) feature was activated on the right atrial (ra) lead. All stored electrograms (egms) displayed noise. The patient implanted with this device system was reportedly dependent on the right ventricular (rv) lead, however, exhibited an intrinsic rhythm on the ra lead. The noise was re-created, however, all impedance measurements were within acceptable limits. The physician elected to continue to monitor.